Event description:
It was reported upon interrogation the pump showed invalid pump and catheter data and they could not progress in the screens. The print off showed a pump memory error. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information was received. It was reported that the patient had followed up with his physician and was doing "very well". The drug used in this system was lioresal. Additional review indicated that the information regarding the "invalid pump and catheter data" did not pertain to this report. See manufacturer's report #3004209178-2012-10049 for details involving this error.

Event description:
Additional review indicated the previously reported ¿invalid pump and catheter data¿ did pertain to this report. Additional information received reported the problem was with the programmer software card. The invalid catheter and pump reading was due to an older software application card that could not read the new catheter that had just been implanted. The pump system was being used to deliver lioresal.

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software. (B)(4).